Manufacturer narrative:
Analysis of the returned device shows that the reason of the locking wire breakage and the screw back-out can't be determined with the provided information (only videos of the revision surgery have been provided). The returned implant is unsuitable for analysis as the cage has been cut in multiple small pieces by the surgeon during the revision surgery.

Event description:
It was reported that a patient underwent an anterior fusion procedure with cage hardware implantation. At an unknown time post-operatively, the implant is said to have failed. A revision was performed to remove the failed device. A new cage with implanted. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.